Event description:
The hosp's biomedical engineer reported that a burning smell was coming from the primary console. The unit was removed from service. There was not a pt associated with this event.

Manufacturer narrative:
Usage of the device: the usage of the primary console is not known to the MFR as the device is not labeled for single use. The MFR is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.